Manufacturer narrative:
The device history record (DHR) for lot 2328304664 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and reported issue of dislocated joint connectors was not observed. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.

Event description:
The customer reported that the joint connectors are dislocated. The product was unused.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.